Event description:
It was reported that the pump had flange sensor alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was cracked on the right plunger case and battery door. Check syringe flange sensor was found in the event history log (ehl). The reported problem was duplicated at power up process and the device failed flange sensor reading; the optocoupler did not operate as intended. The root cause could not be determined; this is normal wear, the pump was over 9 years old. Action(s) taken to mitigate the reported issue(s): replaced optocoupler and ear clip for preventive measure, performed power up process and all functional tests passed.